Event description:
The customer reported that after a power surge, 14 teles were in signal loss with the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
Technical support (ts) asked the customer to check the org and make sure that it is on. The customer will check the org and reach out again if necessary.